Manufacturer narrative:
H11-additional change and/or corrected data: b5, d1, e1, concomitant product, and h6.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the flanks, mid and lower abdomen on (B)(6) 2021 using the cooladvantage coolcare and coolmini applicators and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
H11 corrected data: b3 b5 h3.

Event description:
Liposuction occurred (B)(6) 2021 to the abdomen, hips, flanks, back, and chin/neck areas.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the abdomen and to the submental and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.